Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room with complaint of diaphragmatic and phrenic nerve stimulation. Interrogation showed the left ventricular (lv) lead had no capture and was subsequently turned off, eliminating the stimulation. The lv lead also exhibited high thresholds. A chest x-ray noted that the lead had dislodged. The right ventricular (rv) lead was also found to be dislodged. Both leads were revised and remain in use. No further patient complications have been reported as a result of this event.